Manufacturer narrative:
The (B)(4) analysis inspected 1 opened or used enlite sensors and performed bicarbonate buffer test per (B)(4). The sensors failed for low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported calibration error and bad sensor alerts. The blood glucose reading was 288 mg/dl. Customer stated that the bad sensor alert occurred after initialization and after the second consecutive calibration error. Customer is following proper calibration protocol. Customer was advised to remove the sensor and found that the cannula had a slight bend. Nothing further was reported.